Event description:
A company representative, on behalf of a user facility, reported to olympus that the probe on the thunderbeat 5 mm, 35 cm, front-actuated grip type s broke off into a patient during a bariatric procedure. The device was fully recovered and removed from the patient injury without additional harm.

Event description:
Additional information received indicated that the patient experienced no adverse events and the procedure was completed successfully.